Manufacturer narrative:
Examination of the returned device confirms the reported event of bushing migration. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action. The root cause is attributed to product design. CAPA-(B)(4) is currently underway to investigate this issue. Post market surveillance is per sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metal insert drill guide was loose from the plastic guide.